Event description:
The reporter states doing meter to lab comparison tests, within 10 minutes. Both tests were venous. Reporter's meter reading was 102 mg/dl, and the lab test result was 132 mg/dl. Reporter did not have any symptoms. A control solution test was in range, 122 (95-143). On follow-up, the reporter described correct testing technique and meter cleaning. No harm was alleged.